Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8336-50 serial: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead model: sc-4318 lot: 20030061 description: clik x anchor.

Event description:
A report was received that following an implant procedure, the patient experienced intense abdominal pain and weakness in the left leg which was believed it was surgery-related. The physician decided to explant the devices immediately after the surgery. No device malfunction was suspected.

Manufacturer narrative:
(B)(4) device evaluation indicated that the ipg passed all tests performed. (B)(4) device evaluation indicated that the paddle lead was cleanly cut. Damage to the device was similar to the typical explant damage and was not considered a failure. Review of the device history record and the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that following an implant procedure, the patient experienced intense abdominal pain and weakness in the left leg which was believed it was surgery-related. The physician decided to explant the devices immediately after the surgery. No device malfunction was suspected.